Event description:
It was reported that this left ventricular (lv) lead exhibited out of range pace impedance measurements. No adverse patient effects were reported. At this time, this lead remains in service.